Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: during standby. Batteries discharging while idle on 4/27. Battery low and external power loss alarms. Service required, tf's 444001, 446029, 485001, 785003 alarmed. No power off in logs on 4/27. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: during standby. Batteries discharging while idle on 4/27. Battery low and external power loss alarms. Service required, tf's 444001, 446029, 485001, 785003 alarmed. No power off in logs on 4/27. No patient involvement.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The issue occurred when the device was in standby. No patient involved. The event did not cause or contribute to a death or serious injury to a patient. The root cause of the event was the batteries totally discharged and is consequently a user error, attributed to the lack of necessary user actions. Although the root cause of the event was identified as use error, the incident remains reportable as a potential deterioration in patient's health condition (which did not happen) could not be fully excluded.

Event description:
The following was reported to hamiton medical ag: during stgandby. Batteries discharging while idle on 4/27. Battery low and external power loss alarms. Service required, tf's 444001, 446029, 485001, 785003 alarmed. No power off in logs on 4/27. No patient involvement.